Event description:
During an insertion attempt of a 20g powerglide midline of the left brachial vein, following deployment of the devices guidewire, the catheter did not deploy over the wire smoothly. Retraction of the device was attempted but resistance noted, so a second attempt to deploy the catheter was made to the same effect. The device was removed from the patient's arm with resistance, the sharp made safe by deploying the catheter off of the needle, and about 5cm of catheter was noted to be sheared off. The arm was immediately evaluated with the ultrasound and at least part of the catheter was identified within the brachial vein, a tourniquet was applied at the level of axilla and subsequent involvement of vascular surgery was made for immediate surgery before the catheter could fully embolize and leave the left limb. The catheter was watched until surgery could be performed in the event immediate manual occlusion of the vessel was required to prevent the catheter from migrating. Surgery was performed with successful extraction of the sheared catheter, it was matched to the remaining piece and noted to appear without any missing pieces. Xray film was taken of the limb to confirm this. 20 gauge 10cm length.